Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one year two months of post deployment, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed that the filter tip extends slowly proximal to both renal veins. The filter tip was tilted anteriorly. A right-sided prong was 6mm outside the lumen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 06/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the deployment was not provided. Approximately one year and two months post filter deployment, a computed tomography (CT) scan revealed that the filter strut perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.